Event description:
Reportable based on analysis completed on 11/17/2009. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The 99% stenosed lesion being treated was located in the moderately tortuous distal left anterior descending (lad). The physician found the catheter kinked while advancing the 2.50x20mm taxus liberte device to the lesion. The procedure was completed with another taxus liberte of the same size. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
The stent delivery system with stent was visually, tactilely and microscopically examined along the entire length and found the device with proximal stent damage and the catheter tip was kinked and damaged. The stent had 2 proximal struts extending back at 45 degrees and the stent was stretched in the proximal end. Blood and contrast was visible in the distal and midshaft of the device, which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).